Manufacturer narrative:
The customer's k calibration and qc results were ok. The customer's system alarm trace was inconspicuous. The customer's sample pre-analytic details were requested but not provided. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed system checks. He performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k results for one patient tested on a cobas 4000 c (311) stand alone system. The customer confirmed qc was acceptable prior to and after the event. The patient's initial k result was reported outside the laboratory. The patient's doctor questioned the result and the customer performed repeat testing on the same analyzer. The patient's initial k result was 5.3 mmol/l, and the patient's repeat result was 4.4 mmol/l. The customer determined the repeat k result was correct. The k electrode lot number and expiration date were requested but not provided.